Event description:
It was reported, the patient had a shocking or jolting sensation. When the patient was first implanted they experienced random shocks when the implantable neurostimulator (ins) was on. The ins was implanted on the right side of the patient¿s body and was for their left side. The shocking was felt on the left side randomly and infrequently. The patient also had some numbness. After the ins was replaced in (B)(6) 2013, the random shocks disappeared.

Manufacturer narrative:
Product ID 3387s-40, lot# v311441, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4), implanted: 2011 (B)(6); product type programmer, patient product ID 7482a66, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a66, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).